Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller called back and stated previous information documented in this case. Caller stated the pt got an MRI and within less than a minute the pt's back got really hot and now the pt's implant didn't charge very well. Caller confirmed pt's device was put in MRI mode. Pt already met with other representatives. Patient services (ps) sent a copy of physician listings during the call. Patient (pt)rep called back again on (B)(6) 2023 repeating information about the pt having pain for weeks after the MRI and mentioned they think the ins got so hot that the ins might have burnt skin around it. Caller said they were just trying to have the pt follow up with a doctor but needed listings and didn't find any on the website. Pss pulled up and reviewed the first few doctors on the physician locator website for pt's zip code with caller over the phone. Pss then emailed the complete listing to the caller and closed case. Information was received from a patient (pt) representative regarding an implantable neurostimulator (ins) on (B)(6) 2023. The reason for call was caller reported that pt had a back MRI (B)(6) 2023 and the ins heated up so fast that they could not complete the MRI scan. Caller stated the ins site was painful due to the heating of the component. Pt consulted with the implant hcp and they told pt that "they just put the ins in." Caller stated they spoke to a rep in (B)(6) 2023 about the ins heating up and the rep checked the ins and told pt that there doesn't appear to be anything wrong with the ins from heating up. Pt feels that the ins battery is not holding a charge like it used to before the MRI - caller stated that pt is having a hard time charging the ins since the MRI scan and the therapy does not seem to be working like it was before the MRI scan. Pt has tried to call their hcp office to have the ins checked and that hcp office told pt they need a referral from pcp.

Manufacturer narrative:
Conomiant medical devices: product ID: 977c165, serial/lot#: (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had new pain. Patient reports heating during MRI and now has pain in his back and left leg and is having trouble walking.

Event description:
The reason for call was mdt rep reports patient received an MRI over the weekend (either saturday or sunday). Their device was placed into MRI mode at the time of the MRI. Rep states that the MRI settings were "under normal operating mode". During the MRI, the patient began to experience a burning sensation and irritation at the implant site. Rep states that the MRI tech immediately turned off the MRI and turned down the sar. Patient isreporting to rep that they are still experiencing "excruciating pain" on their back and down their legs since the MRI, regardless of whether or not the neurostimulator is off or on. Rep also states patient is still able to get pain relief from their neurostimulator when turned on. The caller was not with the patient. Mdt rep reports that she consulted with the MRI tech to confirm MRI settings, and she also recommended that patient follow up with their physician to evaluate their pain. Rep states that patient has already met with the doctor and they are going to do a CT scan. Rep also states that she did document this in mpxr, however she does not have the number. Rep reports she is planning to meet with the patient and will do an impedance check at that time.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted:(B)(6) 2020. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt rep called and re-reported previously documented events from this case. Pt met with their mdt rep. And checked the implanted neur ostimulator (ins) and noted everything was normal. Pt confirmed they were full-body MRI eligible. Pt had a brain MRI which was fine, but when they had the MRI of their back and pelvis was when they experienced pain and on the drive home couldn't move. Pt rep. Became escalated and wanted to speak to other mdt reps nation wide to see if other pts experienced the same pain from having the MRI and how they resolved the pain. Pss emailed the pt physician listings and re-directed the pt to follow-up with their hcp to address the pain. Pt rep. Noted the hcp didn't know the reason for the issue. Case closed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.